Manufacturer narrative:
The lot number for the product related to this complaint is unknown therefore a device history record (DHR) review cannot be reviewed however, all DHR¿s are reviewed for accuracy prior to product release. Samples were received consisting of five used stopcocks, which came inside a generic plastic bag. Additionally, the stopcocks show signs of use and had two syringes attached. A visual inspection was performed on the samples. Underwater testing was completed and as a result, there were leaks found in two out of five stopcocks. The plastic thread section of the defective stopcocks is cracked. The reported condition was confirmed. Based on all gathered information, the most probable root cause can be considered as unintentional misuse. The cracks found during the sample evaluation were more likely caused due to overtightening force used on the device. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing facility. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information has been requested but to date no further details have been provided. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the stopcocks are leaking.